Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, urinary problem, and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 because of pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent lbso, laparoscopic lysis of adhesions, cystoscopy with hydrodistention on (B)(6) 2014 due to pelvic pain, endometriosis of the perineum, pelvic adhesion to the vaginal cuff to the colon and small bowel and interstitial cystitis. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.